Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error or power loss alarm noted during testing. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm. Customer stated the alarm did not occur after a battery change. Blood glucose level at the time of the incident was 219 mg/dl. Customer declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.